Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(6). Reported event of stent difficult to remove. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent rmv was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013 (approximately 6 months prior to the scheduled removal date). Reportedly, the stent was implanted to treat a benign stricture of a liver transplant patient. According to the complainant, on (B)(6) 2014, during a planned stent removal, the physician could not remove the stent. The physician scheduled a spy procedure to be done in the middle of (B)(6) 2014 to try and remove the stent again. The stent remains implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Reporting was required because the device is only sold ous but is similar to the (B)(4) that is sold in the us.